Event description:
It was reported that the patient experienced recurrent high blood glucose events after meal announcements while using subcutaneous insulin via pen, and the family observed air bubbles appearing in the connector after starting a new supply batch; no leaking or device alerts were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial